Event description:
The device was returned for av assembly issues. The device was able to initially infuse normally. An internal investigation was performed and evidence of contamination was found on the fva pins. The pins were cleaned and the lip seals will be replaced.

Event description:
The following has been reported: biomed reported: an lvp pump serial#(B)(6) reported to be defective. Customer cleaned the av (actuator valve) pins and loading guides. While testing pump there was no problem. Customer searched through the history logs there was a pump problem alarms on the following date and time: (B)(6) at 9:10 and 9:09. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.